Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the service engineer reported the heart lung console would not operate on battery power, and a "fail 5" error message was observed on the roller pump display when the system was plugged into an ac outlet. The service engineer replaced the printed circuit board assembly to resolve the issue. The subject circuit board was returned for investigation. Since the event occurred upon receipt of the device, there was no pt involvement during this event.